Event description:
It was reported that prior to surgical use, a blue/black liquid was noted leaking from this air hose. An alternate was used to complete the procedure and there was no report of injury or surgical delay associated with this event.

Manufacturer narrative:
Investigation findings: to date, the hose has not been received for evaluation. Following return of the device and completion of an evaluation, a follow-up report will be sent. A supplier corrective action was initiated to address similar reported events. This problem of residue has been isolated to excessive dye coming from the braiding located on the exterior of the inner hose. The dye from the thread of this braid was found to be leaching out and causing this discoloration/residue. In addition, the residue from a similar reported problem was analyzed by a third party lab and found to be non-cytotoxic.